Event description:
The customer reported a non-reproducible elevated beta human chorionic gonadotrophin (bhcg) result, for one patient involving unicel dxi 800 access immunoassay system. Subsequent testing of the initial and a second sample recovered lower results within the normal reference interval. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The customer did not re-centrifuge samples prior to retesting. Quality control (qc) performed on (B)(4) 2012 recovered within specification for all levels. The customer stated four additional patient samples were retested and did not reproduce well. The customer requested service. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered evidence of clot on the interior of the unit. The fse replaced the system duckbills. The fse verified hardware after inspecting the unit; no hardware malfunctions were noted. The unit conformed to the manufacturer's published performance specifications. Duckbills.